Event description:
It was reported that the pump battery was unresponsive. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 01 - cpu core issue was verified, but the battery - unresponsive issue could not be verified.